Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is the surgeon¿s experience with the pph procedure? The doctor has done several of these from a previous hospital where he was before coming to the hospital he practices in now. What grade of hemorrhoids did the patient have? Not sure of what the grade was but it appeared to be all internal. The visibility was not good during the purse string attempts. After 3 attempts to place the purse string, the doctor broke scrub to put his headlight on. This was in hopes that he could see to suture the purse string better. The internal tissue at the 12 o'clock was dropping down where it was a challenge to complete the purse string. But finally finished it well enough to go to the next step. Were the hemorrhoids circumferential or were they partial? From my recollection, they were internally partial what is the current patient status? Patient is doing good and is having no trouble to void.

Event description:
It was reported that during a hemorrhoidectomy procedure the washer in the device would not break. The surgeon dialed the device approximately 3/4 into the green range for compression and firing, squeezed the handle closed as far as was physically possible, but never heard the washer break. When the device was opened, the surgeon found that 1/8 to 1/4 of the staple line had not formed. The rest of the staple line was complete with properly formed staples. The surgeon completed the procedure by over-sewing the staple line and sewing closed the gap in the staple line using a 2-0, double-armed vicryl suture. An additional stapler was not opened. There were no patient consequences reported; specifically, the surgeon stated that there was no hole in the colon. The patient was kept in the hospital overnight for observation instead of being sent home the same day.

Manufacturer narrative:
(B)(4).batch # n56f6u. Device evaluation: the analysis results found that the pph03 device arrived with the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident, however the washer cut was not a perfect circle due to the damaged knife. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.